Event description:
Event description cpi received information that a ventak prx implantable cardioverter defibrillator (ICD) was found to be in monitor only mode (arrhythmias sensed but no therapy delivered) at a routine follow-up examination. The patient reportedly works around heavy machinery, which may have a magnetic field that caused the ICD to change to monitor only. Note: the ventak prx physician's manual (cpi publication 352927) page 74 states: '...patients should avoid equipment or situations where their device would be exposed to strong (>10 gauss) magnetic fields.' This ICD falls under FDA safety alert FDA# n030/0315. The physician was notified on 4/18/95.